Event description:
It was reported the patient missed a refill due to the alarm not being heard. Telemetry did confirm a non-critical alarm had occurred in 2008, due to low reservoir volume reached as well as critical alarm one week later, due to zero ml reservoir volume had been reached. The manufacturer's representative confirmed that the alarm intervals were both set. The hcp programmed both critical and non-critical alarms and both were heard by the hcp, manufacturer's representative and the patient's family. No patient symptoms were reported as a result of the missed refill.